Event description:
It was reported that the insulin pump had multiple error alarms. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was monitored with multiple basal rates. No anomalies noted. The pump passed the self test. An alarm was found in the pump history due to a corrupted history file. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.